Event description:
This customer reported charging and battery issues during a code. There was no report of death or serious injury.

Manufacturer narrative:
The factory has not yet rec'd the device for eval, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.